Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received one inappropriate shock and anti-tachycardia pacing (atp) therapy for a atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) analyzed episode data. Rhythm was converted to normal after shock. Evidence suggests that the patient had received inappropriate shocks prior to this incident. No additional adverse patient effects were reported. Currently, this device remains in service.